Event description:
It was reported that a screw loosened at l1. Revision operation was performed on (B)(6) 2008. There is no additional information available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Date of revision surgery was provided but not reported with initial. This is report 1 of 1 for complaint (B)(4). Date received by manufacturer: (B)(4) 2013.

Event description:
This is report 1 of 1 for complaint (B)(4).